Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that frayed pitch cables were found at distal clevis hub. The frayed segments were in various lengths. Additional observation not reported by the customer was a damaged conductor wire. Instrument passed electrical continuity test. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a davinci si hysterectomy procedure, the customer noted a 'broken wires' on the fenestrated bipolar forceps instrument. No patient harm, adverse outcome or injury was reported.